Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. Per the user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 298-302 mg/dl. Customer thought the infusion set was causing the occlusions; however, after a pump system check with tandem technical support, no identifiable cause was identified. Reportedly, customer used cold insulin while filling the cartridge and customer also added/removed insulin outside of the loading process. Customer replaced infusion set and insulin delivery was resumed.